Event description:
Related manufacturer reference numbers: 3006705815-2022-18234, 1627487-2022-06387, 3006705815-2022-18240, and 3006705815-2022-18241. It was reported that the patient was not receiving effective therapy due to high impedances. Additionally, the ipg was nearing end of life. It is unknown if this was occurring prematurely. Surgical intervention occurred in which the leads and ipg were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.